Manufacturer narrative:
Operator of device is unknown. This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Could not start the pump during functional testing " air in line" error was repeated. The root cause of the reported issue was found to be the air detector sensor was defective. Actions were taken to mitigate the reported issue: replaced the air detector sensor.

Event description:
It was reported that the pump had air in line and had a clicking sound. No patient injury was reported.